Event description:
It was reported that the pt's generator was replaced because the pt had been experiencing an increase in seizures and the "intensified follow-up indicator (ifi)" was set to yes. The explanted generator has been returned to the MFR and is currently undergoing analysis. Attempts for further info have been unsuccessful to date.